Event description:
It was reported that the caller was updating the time and personal profile settings. The customer's blood glucose level was reported to be at 49 mg/dl. The customer consumed carbohydrates to address the low blood glucose level and did not require assistance from a third party. Cts assisted the caller in updating the pump time, and the caller understood that the time issue was not attributed to a pump malfunction.